Event description:
It was reported that the patient was suffering seizures, so the pump dose was decreased 20-30% at a time until the dose reached 96 g/day. The pump was then brought down to minimum rate. The patient suffered "slight withdrawal earlier in the week and was now stabilized." It was planned for the patient to have (B)(4) studies. The pump contained 2000 g/ml baclofen, and it was reported that they wanted to refill the pump with 500 g/ml without removing the system contents. It was noted that a bridge cannot be run in minimum rate. Changing the reservoir and leaving the pump at minimum rate with no bridge was discussed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted, product type: catheter; product ID 8596sc, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted, product type: catheter (B)(4).

Manufacturer narrative:
(B)(4).